Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve the first 14f esheath plus would not pass, even with shockwave 8mm. Shockwave again, and the second 14f esheath plus passed successfully. The 23mm commander delivery system and valve were introduced and would not pass the external iliac. The valve couldn't pass by a diseased portion of the external iliac and case was aborted. Site wanted to do suprasternal but patient would not consent to alternative access. After removing e-sheath and ds, an external iliac dissection was noted and a 8mm covered stent was placed. Patient is alive and well. Case was aborted; no valve implanted. Per additional information from the fcs, both sheaths were able to be fully loaded in the sheath/sheath housing. Neither sheath was inserted at a steep angle. There was no damage to any edwards devices.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of imagery provided showed calcification and regions of the access vessel that are undersized. The complaint for resistance and subsequent vascular dissection was unable to be confirmed with no returned device or device/procedural imagery. A steep insertion angle was not used and imagery review showed the presence of calcification and undersized vessels, corroborating the need to utilize shockwave multiple times. Therefore, available information suggests patient factors (calcification, undersized vessels) likely contributed to the event. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.